Event description:
A malfunction alarm was reported. It was unknown if there was an impact on the customer¿s blood glucose level, as the customer declined to answer whether it exceeded 500 mg/dl. Technical support provided information on how to reset the pump and assisted the caller in performing the reset, after which the same malfunction code did not occur again.